Event description:
Triple lumen central venous catheter inserted via subclavian site on 9/28/93.on 10/1/93, per m.d. Order, the catheter was removed with only a 4.5cm portion intact.10/1/93, patient had remainder portion of catheter removed with a snare via a right femoral approach without difficulty or complication.